Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - both) could not be determined. The reported difficult or delayed positioning (leaflet grasping) and poor image resolution appear to be due to challenging patient anatomy. The reported tissue damage was a cascading effect of the reported difficult or delayed positioning (leaflet grasping). The reported additional therapy/non-surgical treatment and delayed therapy/non-surgical treatment were a result of case specific circumstances as two additional clips were implanted to treat the reported tissue damage and it was noted that there was delay in the procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report tissue damage, gripper actuation, delay, medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted very frail tissue due to a connective tissue disorder and difficulty visualizing the clip due to the anatomy. The ntw clip delivery system (cds) was advanced to the mitral valve; however, the clip could not grasp both leaflets due to the frail tissue and caused tissue damage. The cds was removed with the clip attached and the procedure continued with a larger clip. Two xtw clips were deployed to treat the tissue damage. Reportedly, after the procedure, the physician examined the complaint clip and observed the grippers were not coming down which was not observed during the procedure. A total of 2 clips were implanted, reducing mr to 3-4.there was a delay in the procedure. No additional information was provided.